Event description:
Boston scientific received information that shortly after implant, this right ventricular (rv) lead displayed intermittent capture, increased threshold measurements, undersensing, and pacing inhibition for one to two beats. It was suspected this rv lead dislodged. The decision was made to explant and replace this rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted a complete lead was returned. The helix was retracted, and there was blood in the lumen. This rv lead passed the continuity test with manipulation. The initial allegations were not confirmed. This lead was found to be within specification, electrically.